Manufacturer narrative:
Investigation: an investigation was conducted for air to donor. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See MDR 1722028-2024-00189. Terumo bct conducted a customer site visit and set evaluations that included this event. The customer was provided with a customer site report with the investigation details and conclusion. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a trima device they observed one air bubble that was stopped in the line (approximately 0.75 inch in size) and one air bubble that entered the donor (approximately 0.5 inch in size). No medical intervention was required, and the donor was observed after the donation and reported to be stable. The customer declined to provide the donor identifier. The customer stated that all luer connections were tight and no clotting was observed in the channel or return reservoir. The blood diversion pouch was not inflated with air. They also stated the donor was not connected prior to ac prime and no air was being drawn in through the ac line or filter. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and corrected information in b.5 and d.9. Investigation: an investigation was conducted for air to donor. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. A disposable complaint history search was performed for this lot and found 1 report for similar issues on this lot. See MDR 1722028-2024-00189. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: - incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. - incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during a procedure on a trima device they observed one air bubble that was stopped in the line (approximately 0.75 inch in size) and one air bubble that entered the donor (approximately 0.5 inch in size). No medical intervention was required, and the donor was observed after the donation and reported to be stable. The customer declined to provide the donor identifier. The customer stated that all luer connections were tight and no clotting was observed in the channel or return reservoir. The blood diversion pouch was not inflated with air. They also stated the donor was not connected prior to ac prime and no air was being drawn in through the ac line or filter. The platelet collection set is not available for return because it was discarded by the customer.